Event description:
A report was received that the patient was charging frequently for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was charging frequently for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively.